Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pacemaker check, episodes of noise were noted on the right ventricular (rv) lead. The noise was not reproducible with isometric exercise. The patient is not dependent and not requiring rv pacing. The patient was stable and will continue to be monitored.